Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2021-aug-27: information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt said they hadn't used their stimulation in 3 years (pss did not confirm a year, event date: asked unknown) and they probably need it "jump started" by a rep. Pt said they had turned the stimulation down and then the stimulation wouldn't turn back up (pt mentioned needing to possibly be reprogrammed). Pt said they have had a hard time meeting with reps since they've moved to fl. Pt said they also need to have their hip replaced and wanted to speak with a rep about the placement of the ins for when their hip is replaced. Pt said the ins had saved their life because they are able to walk again but they have been cut open 12 or 13 times and just wants to get the ins working again. The patient was redirected to their healthcare provider to further address the issue. Pt said they have an appointment on the (B)(6) that they would like a rep to meet them at. No patient symptoms were reported. (B)(6) 2021: patient stated they will be meeting with a rep and have not yet been able to. Issue not resolved but planned. 2025-apr-28: information was received from a patient (pt) regarding an implantable neurostimulator. The reason for the call was the patient reported that their device went into sleep mode 4 years ago, but now they had their implant explanted on (B)(6) 2024 because no representatives would come to their doctor's office to help them. Patient stated that they were in a lot of pain during the whole time. Agent documented reported information. Pt stated they are with boston scientific now. Pt mentioned having a previous implant with medtronic.